Event description:
Report received from the USA stating that the device would be returned for service. During service, an issue with heat was found. The device was not being use during surgery. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).